Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: access, delivery and deployment events, endoprosthesis: improper placement; migration;

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for a subacute thoracic aortic dissection and was implanted with two conformable gore tag® thoracic endoprostheses (ctag). Final angiography showed showed a suspected proximal type I endoleak. The physician chose conclude the procedure and will monitor the patient. The patient tolerated the procedure. On unknown date in 2018, expansion of the false lumen (amount unknown) was identified. On (B)(6) 2018, the patient underwent reintervention to treat the false lumen expansion and an additional ctag, was implanted distaly to extend coverage. During deployment it was reported that the device was unintentionally moved approximately 15 mm distally, resulting in unintentional coverage of the superior mesenteric artery (sma). Intra-operative angiography showed there was still blood flow into the sma, and that the bowel had not become completely ischemic. A bare metal (smart stent) was implanted in the sma to restore blood flow. During this time which was reported to have been approximately 4 hours, an 18 fr sheath had been used to occlude blood flow and the patient¿s left lower extremity was also determined to be ischemic. The patient tolerated the procedure.